Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6) , used for treatment was not returned for evaluation. An image was provided. A relationship between the reported event and the device was established. The reported problem was confirmed with a visual inspection. The image provided confirmed a blue man appeared. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. The most likely cause of this event is associated with a software issue. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during set up for a cori assisted surgery, the real intelligence cori went black. Then a blue man appeared. The procedure was completed with a non-significant delay using the same device. Patient was not harmed due to the problem reported.